Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(4), implanted: on (B)(6) 2018, product type lead, product ID 977a260, serial# (B)(4), implanted: on (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4), implanted: on (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4), implanted: on (B)(6) 2018, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on june 10, 2019. It was reported that the patient had been scheduled to have their right lead revised on (B)(6) 2019 because there was something wrong with it. The date the right lead issue began was unknown by the caller. No symptoms were reported. On june 25, 2019, additional information was received from the patient at which time they reported that the lead was being replaced because it was broken. They also reported that even after recharging their ins to 100%, they still could not resolve the settings not available screen. 2019-jun-12 e1 (rep): no new information. From (B)(6) - (B)(6) (con): information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that on (B)(6) 2019, the patient saw the settings not available message on their controller. No symptoms were reported. The lithium-ion battery was reset, and then the battery level was checked. The controller showed that the controller charge was at 70% and the ins charge was at 50%. It was recommended that the patient charge the ins up to 100%, and then try to make an adjustment to see if the settings not available screen reappears. It was explained that if it would not resolve after charging the ins up, then to contact the patient's doctor to have the device and the programmer checked and adjusted. No further complications were reported or anticipated. (B)(6) (con): additional information was received from the patient. They reported that after charging the ins to 100%, the settings not available message had not resolved. The lead was reported to be broken and would be replaced on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patients therapy was adjusted 3, 4, or 5 times and they still weren't receiving the best coverage. The worst part was still not covered. The pain seemed to be covered when they were reprogrammed in the office but they noticed they weren't totally covered when they were out and moving around. The patient had an upcoming appointment on (B)(6) 2019. No further complications reported. Additional information was received from the consumer (B)(6) 2019. It was reported the patient started to see the message ¿cannot provide desired intensity settings¿ on his programmer and was unable to increase the intensity of stimulation to comfort. Patient also states device depletes charge faster than expected. The device was interrogated, and reprogramming was performed. Electrodes 8 and 11 showed impedances 40000 ohms, and electrodes 6, 9, 14, and 15 showed short/open circuit warnings. All programs used the affected electrodes. The device was reprogrammed to use only functional electrodes. Patient confirmed settings recaptured desired paresthesia coverage. Energy check shows recharge interval of 2.8 days, which patient says is acceptable. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.